Event description:
Reporting status: malfunction. Reporting rationale: difficult to deflate has previously caused or contributed to patient injury. Device issue: difficult to deflate. It was reported that the physician placed the promus stent successfully in the vessel, but it was not possible to fully deflate the balloon of the stent delivery system (sds) afterwards, due to mainstem location. After several attempts, the physician pulled the still partially inflated balloon with moderate force out of the vessel. The patient is well. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.